Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a high blood glucose, with continuous glucose monitor (cgm) up to 400 mg/dl and a confirmatory fingerstick of 453 mg/dl after eating high carbohydrate foods without meal announcement while using the ilet with a contact detach infusion set and dexcom g7. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.